Manufacturer narrative:
Four pencils were returned for eval and three of the four were found to be non-functional due to deposits under the switching dome. The fourth pencil was confirmed to self-activate because of a crushed dome in the internal switching mechanism. The valleylab engineering department tried to replicate this failure mode. The only way to replicate this failure is through a misue condition. The cause of this failure mode was undetermined.

Event description:
The pencil self activated in the coag mode. The pencil has been returned to co; however, the evaluation is not complete.